Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was grey which blocked graphics and text. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.